Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device has been explanted and replaced. Healthcare professional reported "discovered a lump".

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported, that she consulted her physician for re-augmentation of breasts. As she has been experiencing problems. And the physician has confirmed, that the implants have capsulated. Healthcare professional, later reported, "capsular contracture, baker grade iii". The device remains implanted. This record relates to the right side.

Event description:
Patient reported that she consulted her physician for re-augmentation of breasts as she has been experiencing problems and the physician has confirmed that the implants have capsulated. Healthcare professional later reported "capsular contracture baker grade iii". The device remains implanted. This record relates to the right side.